Event description:
In 2007, the pt was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. During the week of twenty four days later, the left limb thrombosed and a femorofemoral bypass was done to restore blood flow, however, the pt did experience foot drop. Post implant images evaluated by gore imaging three weeks later confirm left limb occlusion with the femorofemoral bypass graft and contrast in the left hypogastric artery.

Manufacturer narrative:
The devices remain implanted in the pt. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Unable to determine the cause. Also, implanted in this is the pt was "lot#04788282, lot#04634129, lot#04552705.